Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during customer cleaning process, the cardiosave intra-aortic balloon pump (iabp) back drawer not closing. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d8, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse confirmed customer complaint. Replaced storage bin chassis. This corrected issue. Device returned to customer. The failure analysis and testing dept. Received chassis, storage bins with a reported unit failure of back drawer not closing. The failure analysis and testing dept. Performed a visual inspection and found the storage bin to have damaged hinges. Due to the damaged hinges the back drawer would not close. The fat dept. Verified the complaint of the drawer not closing. Retaining the part in the fat dept. Per procedure number 0002-07-d008 rev.as.

Event description:
N/a